Event description:
It was reported that the lead exhibited high thresholds due to a suspected lead fracture. The capture threshold was 4.5 v, 1.0 ms. During a repositioning attempt, the physician noticed a defect in the insulation. The lead was therefore explanted. The patient's chart noted no symptoms.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.